Event description:
It was reported on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade 4. Two clips were implanted, reducing mr to a grade of 1. Roughly one year after the initial procedure, the patient returned with recurrent mr and tissue damage was observed near the lateral clip. For treatment, the patient underwent an additional procedure. One clip was implanted, reducing mr to a grade of 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue damage was unable to be determined. The reported recurrent mr was a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.